Manufacturer narrative:
Not applicable.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation under the patch. Patient described the area as red stinging and open. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended a blocking cream and to remove patch for 5 days outcome of the irritation is unknown.